Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 379 mg/dl at the time of incident. The customer ran fixed prime. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery alarm. The customer was unable to performed plunger push. The customer was advised to disconnect and reconnect the reservoir. The customer performed fixed prime again. The customer stated that the insulin pump alarmed no delivery. The insulin pump will not be returned for analysis.